Manufacturer narrative:
The device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and the tubing separated from the y-site was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no leaks were observed. A pull test was observed, and no defects were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site closest to the patient. The device contained saline. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.